Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a large amount of dried wash buffer in the area around the syringe pumps and below the wash buffer tray. The fse noted the wash and sample syringe leak was due to a faulty connector on the syringe drive assembly. The fse replaced the syringe drive assembly to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported a contained leak from the bottom of the cta (closed-tube aliquotter) wash and sample syringes, involving the unicel dxc 600i synchron access clinical system. The customer was wearing personal protective equipment consisting of a lab coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.